Manufacturer narrative:
The device was not returned for analysis. Service history identified that no previous repair has been noted in the last 12 months. Unable to confirm complaint due to the device not being returned. Based on the review of the service history and information provided from the customer, unable to determine a probable cause as the device was not returned for evaluation.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. The device has not been returned to the manufacturer.

Event description:
It was reported that the pump had indicated that 114 ml had been delivered, but upon return, approximately 16 ml of 5-fu had remained in the cassette. The 5-fu had been loaded into a 250 ml cassette. The continuous infusion had been delivered at 2.5¿ml per hour with a total reservoir volume of 114¿ml, of which 98¿ml had been administered. The event occurred while in use with a patient at the patient's home and the operator of the device was a health professional.